Manufacturer narrative:
Patient height reported as 5 feet 9 inches the date of event was reported as (B)(6) 2018; it is unknown if that is the date the non-union and plate breakage occurred or the date it was discovered. Additional product code: hwc. Device has reportedly not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it is reportedly still implanted in the patient. Part 02.118.008, lot l593675: manufacturing location: bettlach. Release to warehouse date: september 27, 2017. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced non-union of the right tibia/fibula due to variable angle locking compression (lcp) medial distal tibia plate that was broken. The patient was originally implanted with one (1) tibia plate, nine (9) locking screws and two (2) cortex screws on (B)(6) 2017. There was no surgical delay reported. No further additional information available. Concomitant devices reported: locking screws (part/lot unknown, quantity 9), cortex screws (part/lot unknown, quantity 2). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event description and concomitant devices updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient experienced non-union of the right tibia/fibula due to variable angle ¿locking compression (lcp) medial distal tibia plate that was broken. Old hardware was removed and replaced on (B)(6) 2018. The patient was originally implanted with (1) tibia plate, (9) locking screws and (2) cortex screws on (B)(6) 2017. There was no surgical delay reported. The patient outcome is unknown. Concomitant devices reported: locking screws (part number unknown, lot number unknown, quantity 9), cortex screws (part number unknown, lot number unknown, quantity 2).